Event description:
It was reported that the patient presented in the hospital for a normal follow up. Externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.